Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient had lost a lot of weight and now device is sticking out of her chest near the skin. It is becoming purple and it hurts. Device is still in use. No patient complications have been reported as a result of this event.